Event description:
It was reported that this was a venous closure of a common femoral vein using three prostyle devices after an electrophysiology procedure with a small hole sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed for all three devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record review could not be conducted because the lot number was not provided. Corrective and preventive actions review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3 - date of event estimated as 07/11/2024. D4: primary UDI number - a partial UDI was provided as the lot number is not known.